Event description:
Information received indicates the siderail would latch but when pressure was applied it, the rail would unlatch.

Manufacturer narrative:
The technician found the left siderail is bent and the first three front siderail end tubes are broken. The technician replaced the siderail to repair the stretcher.